Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit was burned in for more than 2 hours with a test cv-190 video processor and with multiple test scopes; the video image functioned as expected and no errors were generated. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: b30 and e216 errors: since the reported problem could not be duplicated during the device evaluation, it is likely that a problem occurred due to temporary adhesion of water, dust, and/or other foreign matter to the electrical contacts of the output connector. An unstable electric contact can affect the communication between the light source device and the video-controller, making errors as b30 and e216.

Event description:
A user facility reported that a b30, scope communication error and error e216 were generated. The problem, as reported to olympus, occurred on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.